Event description:
Affiliate reported that fluid did not flow through the device. The device was removed. Doi and dor are unknown.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that a small tear was found in the catheter proximal end of the valve. It is not clear when the tear occurred. It could have occurred during the explant of the device. This however could not be confirmed. The device was tested and passed all tests. Although the root cause of the problem reported is not clear, it might be possible that the fluid could have leaked through the tear, giving the impression that the valve was not flowing. Again, this could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.